Event description:
As per a manufacturer incident report #(B)(4) received from the factory in germany: the event occurred in switzerland. During a diagnostic laparoscopy, the insulation ring of the clickline scissors insert came loose and fell into the abdomen, which caused a delay in the surgery for 80 mins, and the abdomen needed to be opened by laparotomy to search and salvage the loosened part.

Manufacturer narrative:
The investigation is pending. Actions will be implemented by the manufacturer as required. When the affected device has been received by the manufacturer, it can be determined what further investigations need to be conducted.

Manufacturer narrative:
The reported failure that the orange insulation ring was damaged could be confirmed. The root cause for this issue is most probable that the handwheel of the handle, which was used in combination with the affected product, has come loose or has not been screwed on as far as it will go. This caused a gap of approximately 3mm between the handle wheel and the handle which subsequently pushed the marking sleeve towards the distal end when the shaft and the handle were assembled. Due to the incorrect screwing of the handle wheel, the driving lugs of the handwheel were pressed approximately 3mm further in the direction of the distal end, which caused the sleeve to be pushed out of the original position. Due to this overload, the insulation ring broke and fell into the patient. In the corresponding IFU of the product the risk of a incorrect handling of the product is pointed out and it is stated to check all articles for function, damages and correct assembly immediately before and after every use. In the corresponding IFU of the product the risk of a incorrect handling of the product is pointed out and it is stated to check all articles for function, damages and correct assembly immediately before and after every use.